Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08790 inches. No under delivery anomalies noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was not delivered enough insulin due to they experienced high blood glucose. Customer did not report any symptoms related high blood glucose. Customer treated with insulin pump for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.